Event description:
It was reported the patient experienced a return of symptoms. "Trauma was a possibility." Impedances were slightly higher than normal range; some were under 600 and some were over 900. Patient was reprogrammed to 5v from 3v. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).